Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up on the cabinet. A technical support specialist checked medbank myqlink (mql) and confirmed that the patient profile was not active, informed customer to contact pharmacy so they could reactivate the patient in medbank myqlink (mql), which would allow the profile to appear on the cabinet. In the meantime, the patient was added as a temporary patient, and customer was able to administer the item successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower patient details were not appearing in the patient list when attempting to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.